Event description:
It was reported that the patient wanted the pump explanted due to symptoms he was experiencing. Reporter stated that the patient thought "the pump was junk and made his problems worse." Patient complained of having severe leg pain, which started approximately 3 months after implant. Patient could not sleep for more than 3 hours at a time, "even with taking sleeping pills and pain pills." In addition, the patient complained of suffering from headaches, constipation, and depression, however, it was unclear when those symptoms first presented. The patient had an appointment scheduled with the healthcare provider for (B)(6), to discuss explant. Reporter stated that when patient was trialed for the pump at 50mcg, he was "paralyzed from the waist down." The starting dose on the pump was at 78mcgs/day, however, patient could not walk, so the dose was continually decreased over one year until reaching the min rate (3mcg/day). Patient had been at min rate mode for 4-5 months. The medication in the pump was lioresal (baclofen). Additional information had been requested, however, was unavailable at the time of the report

Event description:
When the pump was titrated too high, the patient had weakness in their legs that resolved as expected with a dose decrease. A physician indicated that in regards to the cause of the event the "patient was not a good candidate"; and the patient was not willing to give up the high dose of benzodiazepines in order to titrate the pump to a good effect. The patient "had unreasonable expectations for the pump." The cause of the event was further clarified as not being due to programming or the device system. The device was explanted. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8590-1, lot# n272878, implanted: (B)(6) 2011. Product type: accessory. (B)(4).